Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer had failed and was unable to recover. The system displayed the error message: ¿drawer not on the bus¿. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 all pockets were not detected on bus. A field service engineer reseated the pyxibus and ribbon cables; all pockets were detected except for those in row b. Manually released all pockets in row b, reseated the ribbon cable connection to the cubie tray, and reinserted all pockets to restore full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer had failed and was unable to recover. The system displayed the error message: ¿drawer not on the bus¿. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.